Manufacturer narrative:
(B)(4). Inability to achieve hemostasis. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent treatment for a bleeding lip on (B)(6) 2013 and an absorbable hemostatic agent was used on the lip. The device was left in place for 30 minutes. When the device was removed the lip was still bleeding. Silver nitrate was applied and the bleeding subsided.